Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The lot number was not provided. A follow-up will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported angina and thrombosis are listed in the promus instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported via a trial that on (B)(6), 2011, due to acute coronary syndrome, the patient underwent the index procedure with the deployment of one promus drug eluting stent to the mid left anterior descending artery (lad). On (B)(6), 2011, the patient was readmitted with unstable angina. There were no ECG or cardiac enzyme changes reported. A left heart catheterization revealed a small lucency at the proximal stent edge. This was considered concerning for adherent thrombus, therefore another promus drug eluting stent was deployed to the proximal lad. The patient was reported to be recovering. In the opinion of the investigator, the event was considered severe in intensity, not related to the drug, unlikely related to the device, and probably related to the procedure. No further patient effects were reported. No additional information was provided.